Event description:
It was reported that the programmer was unable to update software via the software distribution network (sdn) or universal serial bus (usb) media. It was also reported that the radio frequency (rf head) would not interrogate devices. Both the programmer and the rf head have been returned for repair. The programmer was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not update software. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the solder joints of the rf head connector on the link electronic module (lem) circuit board were cracked and the system fan was noisy. (B)(4).